Event description:
It was reported that the event involved a (B) (6) male pt diagnosed with hiv, hep c +ve. While in the theatre, the 3 fr peripherally inserted central catheter (PICC) line used for vancomycin therapy (not trimmed) was inserted without issues. An x-ray confirmed that the catheter/spring wire guide (swg) was well positioned. The cnc removed the swg through the (bung) septum, gently, not removed with the t-port assembly. Another cnc noticed a swg fragment (possible distal 4cm of wire) in the clear part of the PICC catheter as she tried to flush the catheter. The PICC was removed from the pt. There were no reported pt injuries or complications. Additional info received from the distributor on 09/16/09 stated :the fragment was in the clear proximal section of the catheter, near the pigtail. The wire was removed with the catheter."

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.